Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a decrease in pacing impedance, from 900 ohms at implant to 350 ohms currently. In addition, loss of capture was observed at 7 volts @ 2 ms. Noise could be reproduced through deep breathing. The physician elected to reposition the lead from the right ventricular apex to the septal wall, which was performed without complication. An echocardiogram was subsequently performed, which demonstrated fluid within the pericardial sac. The physician suspects that a microperforation occurred during the original implant (2 months prior), and that this was the source for the low impedance, loss of capture, and noise.